Manufacturer narrative:
Evaluation results: inherent risk of procedure¿ failure to deliver stent and stent deformation. Evaluation conclusions: inherent risk of procedure¿ failure to deliver stent and stent deformation. (B)(4).

Event description:
Physician was attempting to deliver 1 integrity bare metal stent (2.50mm x 18mm) but the stent deformed. The device was removed from the patient. No clinical sequelae were reported.